Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocation') in a 25-year-old female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure three months after essure placed". Concomitant products included fluoxetine hydrochloride (fluoxetin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure three months after essure placed"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("strong abdominal pain"), vulvovaginal pain ("vaginal pain"), skin discolouration ("spots on body"), dyspareunia ("pain during intercourse"), polymenorrhoea ("menstruation twice a month"), uterine injury ("uterine wound"), uterine haemorrhage ("uterine bleeding") and nausea ("nausea"). The patient was treated with surgery (slingectomy bilateral on (B)(6) 2020). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, skin discolouration, dyspareunia, polymenorrhoea, uterine injury and uterine haemorrhage had not resolved and the nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dyspareunia, nausea, polymenorrhoea, pregnancy with contraceptive device, skin discolouration, uterine haemorrhage, uterine injury and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: not reported; on (B)(6) 2018: uterine wound and device dislocation. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocation') in a (B)(6) female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure three months after essure placed". Concomitant products included fluoxetine hydrochloride (fluoxetin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure three months after essure placed"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("strong abdominal pain"), vulvovaginal pain ("vaginal pain"), skin discolouration ("spots on body"), dyspareunia ("pain during intercourse"), polymenorrhoea ("menstruation twice a month"), uterine injury ("uterine wound"), uterine haemorrhage ("uterine bleeding") and nausea ("nausea"). The patient was treated with surgery (slingectomy bilateral on (B)(6) 2020). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, skin discolouration, dyspareunia, polymenorrhoea, uterine injury and uterine haemorrhage had not resolved and the nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dyspareunia, nausea, polymenorrhoea, pregnancy with contraceptive device, skin discolouration, uterine haemorrhage, uterine injury and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: not reported; on (B)(6) 2018: uterine wound and device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.